Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved an unknown tubing set. The reporter stated that air in line occurred after the air eliminating filter. There was no report of patient harm. No additional information was provided.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of air in line could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.